Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and the paper band was still around the set. The tube was disconnected from the upper y site. Further visual inspection on the tube revealed that traces of solvent were present. However, the tube was originally under inserted into the y site. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flogard IV solution set was disconnected near the y-site. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.